Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient had an undefined major adverse cardiac event (mace). The target lesion location is documented as other and had a reference vessel diameter of 3.0mm. The lesion length was 8mm with 95% stenosis. A 3.00x12mm liberte stent was implanted. The procedure was technically successful with a residual stenosis of 0%. The patient was discharged five days after the index procedure without angina or silent ischemia. Aspirin 100mg daily for an indefinite period and clopidogrel 75mg daily for 1 month were prescribed. The patient had an undefined mace. No further data was provided.

Manufacturer narrative:
Date of event - (B)(6) 2005.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.